Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test done 2008, showed multiple electrode anomalies. Deactivation of the electrode anomalies did not resolve the issue. Explant and reimplantation is planned but had not been scheduled at the time of this report, march 12, 2009.